Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer wore the pump through a full body scanner. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.